Event description:
Event description cpi received information that this atrial bipolar lead (4271) had dislodged, and was exhibiting poor thresholds. The lead was removed, and replaced with a fixation lead (4269).